Event description:
Customer reported that the display on the insulin pump went blank. She removed the battery and received a failed battery test. She reinserted the battery and it turned on. Customer stated that the insulin pump does not have physical damage and has not been exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer did not have a new battery to test. The battery cap is being replaced. Blood glucose value unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.